Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was heavy contrast inside and outside of the balloon. The balloon was loosely folded. An inflation device filled with water was used to inflate the device to nominal pressure. During inflation, water was found to be streaming out of the balloon. Microscopic inspection revealed a pinhole 11mm from the tip of the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the balloon was completely removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the circumflex artery. A 1.2mmx12mm threader&#10253;icro dilatation catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.